Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate or confirm the customer reported complaint cannot remove stain/corrosion on tip. The reported symptom was not found related to the reported instrument. The fenestrated bipolar forceps instrument yaw pulley was not stained or corroded. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, there was a stain on the fenestrated bipolar forceps instrument which could not be removed. There was also corrosion observed on the tips of the instrument. There was no patient involvement.